Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) replacement procedure due to an unknown reason. No further information has been obtained.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) replacement procedure due to an unknown reason. No further information has been obtained. Additional informatino was received that the scs lead was also removed during the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 17421731 UDI: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) replacement procedure due to an unknown reason. No further information has been obtained. Additional information was received that the scs lead was also removed during the procedure.